Event description:
It was reported that approximately nine days following the implant of a transcatheter aortic valve evfxplus-34 within a pre-existing transcatheter aortic bioprosthetic valve (manufacturer unknown), the patient was reported to have increased confusion in the setting of a known history of liver disease, and hepatic encephalopathy occurred and was treated with medication. An esophagogastroduodenoscopy (egd) revealed ulcerations of the antrum with associated blood loss, and a hemostatic agent was used during the egd; packed red blood cells were transfused to supplement the blood loss. The events required prolongation of an existing hospitalization, and the outcome was reported as not recovered/not resolved. Per the physician, the hepatic encephalopathy was not related to the redo transcatheter aortic valve replacement procedure, the transcatheter aortic valve, the delivery catheter system, or the loading system. Additional information was received to clarify the failed valve was a non-medtronic (manufacturer unknown) valve and was replaced with a medtronic valve via right femoral artery cutdown. Approximately one month following the transcatheter aortic bioprosthetic valve replacement (tavr) procedure, in the setting of diabetes, the right groin surgical cutdown site had a seroma with marked erythema, swelling, and serosanguinous drainage. The patient's hospitalization was extended; conservative management was recommended with antibiotics, daily washes with soap and water, allow to drain, and to keep the site dry. Per the physician, the access site seroma was causally related to the tavr procedure and the delivery catheter system was a possible contributing factor.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: evfxplus-34; serial#: (B)(6); implant date: on (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the delivery catheter system (dcs) access was the right femoral site.